Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump received insulin flow blocked alarm. Customer¿s blood glucose level was 350 mg/dl. Customer troubleshooting was performed. Customer was tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced, to retrieve, save insulin pump setting, and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.